Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. G3: report source, foreign - event occurred in australia. The following sections were updated: b4, b5, g4, h1, h2, h6, h10. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 159542. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, the patient had a fall which resulted in a bearing dislocation. A bearing revision procedure was performed.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, the patient had a fall which resulted in a bearing dislocation. A bearing revision procedure was performed.